Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted for gastrointestinal/pelvic floor. The hcp reported that impedance measurements were taken. All bipolar pairs were >4000 and all unipolar pairs were 1100 ohms. The hcp noted that the patient did not experience symptoms when the implantable neurostimulator (ins) was off. The hcp stated that the patient had a car accident and right after the accident she felt an electrocution all over her body. It was indicated that the sensation went away when she turned stimulation off. A hcp programmed contacts for c-1 and increased voltage to .2 v. It was noted that the patient stated that she felt shocking in the ins pocket area that went up her back. It was indicated that the change in therapy/symptoms was sudden.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0jq6q, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that that the patient had the ins and lead replaced on (B)(6) 2017 due to the car accident on (B)(6) 2017. It was indicated that the patient was getting crazy electrical stimulation in their whole body after the car accident. It was noted that the revision of the entire system was to address the stimulation issue. No further complications were reported or were expected.